Event description:
A customer contacted beckman coulter inc. (Bci) regarding several glucose (glu) results generated by the unicel dxc 800 synchron clinical system that were not matching when run in duplicate mode. Nineteen glu patient results were amended. Seventeen were false low and two were false high. There was no affect to patient with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and determined the customer does not invert a new bottle of reagent prior to loading onto the system as recommended by bci. The customer had loaded a new bottle of reagent prior to the fse arriving and replaced the electrode. Calibration and controls were within the established specifications. The customer did not retain the electrode to be sent back to bci for investigation.